Event description:
The complainant reported the patient was on impella 5.5 support, and, during support, all torque was removed from the cable and started at p2, increasing to p6. Placement signal not reliable alarms occurred, left ventricle was reading 3000/10, and aortic placement signal off the screen. All other waveforms and flow were within normal limits. Whilst reviewing impella connect, it appears it may not have zeroed appropriately without staff¿s knowledge. It appears however, that the white plug was not fully seated into the automated impella controller, and, after pushing it in, waveforms normalized. No patient harm or injury occurred.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. According to the clinical notes, the placement signal waveform normalized after pushing the white plug. Data logs show that the 5s optical parameters and placement signal were as expected before insertion and pump start. There was a first impella pump plug disconnect before the pump was started, and it ran for about one minute without issue, followed by a loss in signal not reliable alarm and placement signal alarm after the pump was turned to p0. A second impella plug connection notification was issued. The pump started again, and the placement signal issue persisted for about 20 minutes before resolving for the remainder of the case run. The imc log was reviewed, and the following observations were made: the calibrated sensor value was off by 21 during the initial and first impella disconnect. The optical sensor calibration values matched the factory calibration during the third impella connection. The cause of the optical signal failure was most likely air gap from between the automated impella controller and the patient cable plug based on given clinical details and data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.